Event description:
Home pt reports disconnecting pt line of homechoice set from transfer set during apd treatment without clamping or capping the end of the set, and then reconnecting herself. Hp reports fluid leaked "everywhere". Rn reports no pt injury or medical intervention required as a result of incident.